Event description:
It was reported that the atrial lead exhibited noise. Noise could not be reproduced with provocation tests. The patient was asymptomatic. The lead remained implanted and the patient would be monitored.

Event description:
New information indicated the lead continued to exhibit noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.